Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual warn the user to not operate the controller in temperatures less than -20 oc (-4 of) or greater than 50 oc (122 o]f) or the controller may fail. In addition the IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. The patient manual also instructs the user to call their doctor immediately if they notice a sudden change in how the pump works, feels or sounds (even if there is no alarm). Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the day after a successful controller change was performed, the new controller became extremely hot without reason. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date received by MFR: this section, in the initial report, should of been dated 15-jun-2017, not 03-dec-2016. The date, 03-dec-2016, was inadvertently entered. It was reported that the controller became extremely hot without reason. One controller, (B)(4) was returned for evaluation. Various analyses were conducted to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller met specifications; the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controller's surface temperatures felt warm to the touch. Internal analysis revealed that a power mosfet transistor was operating at a warmer temperature but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating "hot", however, the controller is still functioning as expected. No failure detected; the controller met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.